Event description:
Country of complaint: (B)(6). Customer complained that the thread detached from the needle very easily.

Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened racepacks & (B)(4) opened. Analysis and results: there are no previous complaints of this code batch. 2,880 units of this code batch were MFR'd & distributed; there are no units in stock. Received (B)(4) closed samples and (B)(4) open & used sample w/the needle detached from the thread; there is no needle inside. Tested the needle attachment of the closed samples rec'd & the results fulfill the OEM requirements. Tested the needle attachment of the closed samples rec'd & the results do not fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process & the results during the process fulfilled. Final conclusion: complaint is not justified. Corrective/preventive actions: na.